Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis treatment. The blood leak was noted to be external. Additional information was obtained during follow-up with the clinical coordinator (cc). The blood leak was confirmed to be external. It was unknown at which point during treatment the blood leak was discovered. The clinic staff visually observed blood leaking from the dialyzer onto the floor. There was no defect or damage seen on the dialyzer. No saline leaks occurred during prime. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis treatment. The blood leak was noted to be external. Additional information was obtained during follow-up with the clinical coordinator (cc). The blood leak was confirmed to be external. It was unknown at which point during treatment the blood leak was discovered. The clinic staff visually observed blood leaking from the dialyzer onto the floor. There was no defect or damage seen on the dialyzer. No saline leaks occurred during prime. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was available to be returned to the manufacturer for physical evaluation.